Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned products identified signs of wear on the platforms and around the external threads due to usage. Additionally, there was bone residue around the external threads. Appropriate documentation was reviewed. DHR review for the lot (63525140) had revealed no deviations nor non-conformances which could have caused or contributed to bone loss and infection after implantation of the devices. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (B)(4). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot (63525140) and no similar event or complaint was found. Therefore, based on the available information, device malfunction did not occur and the events (infection + bone loss) could not be verified through visual inspection of the returned product. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed

Manufacturer narrative:
(B)(4). Date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the implant was removed due to peri-implantitis.